Event description:
Healthcare professional reported "exchange of textured implants" for right side. Biopsy of capsule determined a final diagnosis of "capsular fibrosis," baker grade iii and "foreign body type chronic granulomatous inflammation." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., b.6., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs two devices, one seems to be intact and the other broken, it is not confirmed that it is complete, you cannot see the lot number or the side on which they were explanted. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of capsular contracture baker grade unknown and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and granuloma.

Event description:
Healthcare professional reported "exchange of textured implants" for right side. Biopsy of capsule determined a final diagnosis of "capsular fibrosis," baker grade unknown and "foreign body type chronic granulomatous inflammation." The device has been explanted.